Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. While performing preventative maintenance (pm), the stm discovered fiber-optic sensor extension was cracked and broken. The stm replaced fiber-optic sensor extension with full calibration, functional testing and safety check to factory specification. Unit passed all functional and safety tests per factor specification, returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the fiber-optic sensor connector was broken. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the fiber-optic sensor connector was broken of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.